Event description:
This MDR is being submitted in response to the user facility report (B)(4).

Manufacturer narrative:
It was reported that on 2 separate days the scavenger hose connected to the ags from the apollo anesthesia machine came off during use and the anesthetic agent was released in the operating room. In both cases the scavenger hose was subsequently reconnected. The concerned components were requested for investigation and a reminder has been sent, but the parts were not made available. A draeger service rep was dispatched after the events and inspected all 8 apollo anesthesia machines at the user facility. It was found that the scavenger hoses were securely connected to the ags of all machines. No failure of a connection was identified. It was verified that the scavenger hoses meet specs. The are used in high numbers and approved for many years. The reported events in this hospital are isolated cases. No further problems are known for this issue. Drager recommends to discuss handling of the scavenger hoses in this facility, if not yet done during visit of the draeger service rep. As per instruction for use, the user has to check if the float in the flow indicator of the ags is in the correct position. This is the indication for correct connection and function.